Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to user facility was insufficiently trained on device handling and reprocessing in accordance with IFU or, reprocessing of the device was not performed immediately after the procedure causing seeds to adhere inside channel. The event can be detected/prevented by following the instructions for use (IFU) which state: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, during a colonoscopy procedure, the biopsy channel on the evis exera iii colonovideoscope had an obstruction. The biopsy could not go through, although the brush went though. The intended procedure was completed successfully with the same scope with no surgical delay. However, biopsies were unable to take place. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The suction cylinder had a foreign body. One (1) light guide rod lens was cracked, and another was chipped. The plastic distal end cover was chipped. The bending section cover glue was separated. The connecting tube had a scratch, discoloration, and the coating was peeling off. The universal cord had a scratch. The plug unit had a dent. The right left / up down knob angulation had play and was less of specified value. The air water channel had less of specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.